Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the wires from the bottom of the camera cart to the camera were replaced. The issue could not be replicated after that. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis was performed and there is insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer rep went to the site to test the system. The rep looked for the camera bump fault as suggested but they couldn't replicate the issue. The system checkout passed. Concomitant medical products: other relevant device(s) are: product ID: 9735843, serial/lot #: unknown, ubd:, UDI#:. Product ID: 9735821, serial/lot #: unknown, ubd:, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the customer performed an imaging navigated spin with this navigation system. The spin processed correctly and afterwards, when attempting to navigate, the amber light came on steady on the camera and they were unable to get the camera to work. They attempted unplugging and re-plugging the umbilical but they were still unable to get it to navigate. Both amber and green light were on steady. The rep came in to checkout the unit and was unable to reproduce the symptoms. System checkout functioned as intended. It was later reported that the amber light came on at multiple steps in the procedure. Once right when attempting the scan and once in the middle of the operation. It was stated that it didn't seem to correspond with the step of the procedure. Due to this the rep suggested replacing ethernet cables as part of troubleshooting. There was no patient impact and less than an hour of delay.